Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the instructional leds and shock button were inoperable. This fault was attributed to a misaligned membrane tail within the j11 connector, resulting in a loss of connection between tracks 10 (+3.3 v) and 8 (shock button) and its associated pin on the j11 connector. Inability to use the shock button during an event may prevent defibrillation therapy from being delivered, which could result in adverse consequences.

Event description:
Information suggests that the device is not performing as required. Inability to use the shock button may prevent shock therapy being delivered, which may lead to an adverse event. No patient involvement.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Information suggests that the device is not performing as required. Inability to use the shock button may prevent shock therapy being delivered, which may lead to an adverse event. No patient involvement.